Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us. For "patient information", we, taewoong and our distributor could not get more detail patient information because the hospital did not open the patient information such as "age at time of event", "date of birth", "sex" and "weight".

Event description:
On (B)(6) 2015 first stent was applied to sigmoid colon closer to descending colon and implantation went successfully. Second stent was added to cover the full stenosis, however, the delivery system pushed the first implanted stent and made it move slightly off the stenosis. Second stent was applied and stenosis was successfully removed by the second stent implantation. There were no patient complications as a result of this event. Both stents are still within patient's body.